Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for an initial implant. During the procedure the left ventricular lead had the guidewire stuck inside the electrode and it could not be withdrawn. It appeared that a small fragment remained inside the lead and due to that the lead could not be repositioned. The lead was not reused. The patient was stable at all times.

Manufacturer narrative:
A complete lead without guidewire was returned in one piece for analysis. Visual inspection of the lead found the ptfe coating of the stylet was stripped and bunched up inside the inner coil at the connector region. X-ray inspection found a piece of stylet got stuck inside the inner coil at the connector region. The cause of the reported event was isolated to the inner coil damaged at the bunching of the stripped ptfe stylet coating inside the inner coil, consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.